Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open hemorrhoidectomy, the staple line was incomplete. The donuts were also incomplete. The staple line was over sewn to fix the issue.